Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5035861) on 02-jun-2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and discomfort wasn't to much to bear but within the last year it has become worse/ pain") and cervix carcinoma ("cervical cancer") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2006; (B)(6) 2010). Previously administered products included for contraception: condoms from 2009 to 2010 and depo-provera from 2007 to 2009. Concomitant products included venlafaxine (effexor) in (B)(6) 2011 for depression and anxiety and levothyroxine in 2000 for thyroid disorder nos. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced headache ("severe headaches") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain (all over, abdomen)"), dyspareunia ("pain during intercourse/ painful intercourse") and abdominal pain lower ("cramping/ lower abdomen pain (cramping, sharp stabbing pain)"). In (B)(6) 2010, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced arthralgia ("joint pains/ right hip (shooting/throbbing)"). In (B)(6) 2010, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced hypoaesthesia ("numbness in extremities"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection") and bacterial vulvovaginitis ("bacterial vaginitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pain and discomfort wasn't to much to bear but within the last year it has become worse"). In (B)(6) 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced cervical dysplasia ("I have precancerous cells in my cervix"), menorrhagia ("very heavy bleeding during my periods"), dysmenorrhoea ("painful cramps"), musculoskeletal stiffness ("stiffness"), abdominal pain ("abdomen pain") and allergy to metals ("experienced a hypersensitivity reaction to nickel/ cannot wear fake jewelry") with dry skin and peripheral swelling. The patient was treated with bupropion hydrochloride (wellbutrin xl), naproxen sodium (aleve caplet), cotylenol (tylenol [chlorphenam mal,dextromet hbr,paracet,pseudoeph hcl]), antibiotics, surgery (full hysterectomy) and surgery (removed the cancer areas). Essure was removed on (B)(6) 2014. In 2014, the arthralgia, depression, abdominal pain, abdominal pain lower and back pain had resolved. At the time of the report, the pelvic pain had resolved, the cervical dysplasia, pelvic discomfort, menorrhagia, dysmenorrhoea, musculoskeletal stiffness, dyspareunia, cervix carcinoma, vaginal discharge, urinary tract infection, headache, hormone level abnormal, bacterial vulvovaginitis and allergy to metals outcome was unknown, the weight increased, hypoaesthesia, anxiety and amnesia had not resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, cervix carcinoma, depression, dyspareunia, fatigue, headache, hormone level abnormal, hypoaesthesia, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for cervical dysplasia, dysmenorrhoea, menorrhagia, musculoskeletal stiffness and pelvic discomfort with essure. The reporter commented: patient did retain the essure or any portion of it after removal. Patient had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): loop electrosurgical excision procedure - on (B)(6) 2010: diagnosed with cervical cancer patient had an essure confirmation test, on (B)(6) 2010 by the use of hysterosalpingogram (hsg). Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure indication, stop date (B)(6) 2014 added, start date updated from (B)(6) 2010. Events pain, weight gain (all over, abdomen), painful intercourse, right hip (shooting/throbbing) were clubbed with previously reported events. Events cervical cancer, numbness in extremities, depression, anxiety, abdomen pain, vaginal discharge, urinary tract infection, cramping/ lower abdomen pain (cramping, sharp stabbing pain), severe headaches, back pain, hormonal changes, fatigue, memory loss, bacterial vaginitis, experienced a hypersensitivity reaction to nickel/ cannot wear fake jewelry with dry skin and finger swelling added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and discomfort wasn't to much to bear but within the last year it has become worse/ pain") and cervix carcinoma ("cervical cancer") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2006; (B)(6) 2010). Previously administered products included for contraception: condoms from 2009 to 2010 and depo-provera from 2007 to 2009. Concomitant products included medroxyprogesterone (depo provera) for birth control, venlafaxine (effexor) since (B)(6) 2011 to 2014 for depression and anxiety and levothyroxine since 2000 for thyroid disorder nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain (all over, abdomen)"), dyspareunia ("pain during intercourse/ painful intercourse") and abdominal pain lower ("cramping/ lower abdomen pain (cramping, sharp stabbing pain)"). In 2010, the patient experienced headache ("severe headaches") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced arthralgia ("joint pains/ right hip (shooting/throbbing)"). In (B)(6) 2010, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced hypoaesthesia ("numbness in extremeties"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bacterial vulvovaginitis ("bacterial vaginitis") and tooth fracture ("dental issues: teeh crumbling"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pain and discomfort wasn't to much to bear but within the last year it has become worse"). In (B)(6) 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced cervical dysplasia ("I have precancerous cells in my cervix"), menorrhagia ("very heavy bleeding during my periods"), dysmenorrhoea ("painful cramps"), musculoskeletal stiffness ("stiffness"), abdominal pain ("abdomen pain") and allergy to metals ("experienced a hypersensitivity reaction to nickel/ cannot wear fake jewelry") with dry skin and peripheral swelling. The patient was treated with bupropion hydrochloride (wellbutrin xl), naproxen sodium (aleve caplet), cotylenol (tylenol [chlorphenam mal,dextromet hbr,paracet,pseudoeph hcl]), antibiotics, surgery (full hysterectomy, total abdominal hysterectomy and bilateral salpingectomy) and surgery (removed the cancer areas). Essure was removed on (B)(6) 2014. In 2014, the arthralgia, depression, abdominal pain, abdominal pain lower and back pain had resolved. At the time of the report, the pelvic pain had resolved, the cervical dysplasia, pelvic discomfort, menorrhagia, dysmenorrhoea, musculoskeletal stiffness, dyspareunia, cervix carcinoma, vaginal discharge, urinary tract infection, headache, hormone level abnormal, bacterial vulvovaginitis, allergy to metals and tooth fracture outcome was unknown, the weight increased, hypoaesthesia, anxiety and amnesia had not resolved and the fatigue was resolving. The reporter provided no causality assessment for cervical dysplasia, dysmenorrhoea, menorrhagia, musculoskeletal stiffness and pelvic discomfort with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, cervix carcinoma, depression, dyspareunia, fatigue, headache, hormone level abnormal, hypoaesthesia, pelvic pain, tooth fracture, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient did retain the essure or any portion of it after removal. Patient had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): loop electrosurgical excision procedure - on (B)(6) 2010: diagnosed with cervical cancer patiemt had an essure confirmation test, on (B)(6) 2010 by the use of hysterosalpingogram (hsg). Current weight: 170 lbs approximate weight at the time of essure placement: 155 lbs. On-(B)(6) 2010: essure confirmation test was done. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical record was received events added from pfs- dental issues. Reporter information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain and discomfort wasn't to much to bear but within the last year it has become worse/ pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2006; (B)(6) 2010), anemia, hyperthyroidism, copd, lymphadenectomy, periodontal disease, depression, colposcopy (with biopsies), hysteroscopy, bilateral salpingo-oophorectomy and suicidal ideation. *patient had an essure confirmation test, on (B)(6) 2010 by the use of hysterosalpingogram (hsg). Current weight: 170 lbs approximate weight at the time of essure placement: 155 lbs. On-(B)(6) 2010: essure confirmation test was done. Previously administered products included for contraception: condoms from 2009 to 2010 and depo-provera from 2007 to 2009. Concurrent conditions included thyroid disorder, carcinoma in situ of cervix, obesity, hypothyroidism and cone biopsy of cervix. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, venlafaxine hydrochloride (effexor) since (B)(6) 2011 to 2014 for depression and anxiety, levothyroxine since 2000 for thyroid disorder nos as well as docusate sodium, enoxaparin, enoxaparin sodium (lovenox) and ibuprofen. In 2010, the patient experienced headache ("severe headaches") and fatigue ("fatigue"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced arthralgia ("joint pains/ right hip (shooting/throbbing)"). In (B)(6) 2010, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced hypoaesthesia ("numbness in extremities"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bacterial vulvovaginitis ("bacterial vaginitis") and tooth fracture ("dental issues: teeth crumbling"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pain and discomfort wasn't to much to bear but within the last year it has become worse"). In (B)(6)2014, the patient was found to have cervix carcinoma ("cervical cancer"). On an unknown date, the patient experienced cervical dysplasia ("I have precancerous cells in my cervix"), menorrhagia ("very heavy bleeding during my periods/extreme period"), dysmenorrhoea ("painful cramps"), musculoskeletal stiffness ("stiffness"), dyspareunia ("pain during intercourse/ painful intercourse"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping/ lower abdomen pain (cramping, sharp stabbing pain)"), allergy to metals ("experienced a hypersensitivity reaction to nickel/ cannot wear fake jewelry") with dry skin and peripheral swelling, asthenia ("feel weak") and pain ("feel sore and just horrible") and was found to have weight increased ("weight gain/ weight gain (all over, abdomen)"). The patient was treated with anilides, antibiotics, bupropion hydrochloride (wellbutrin), naproxen sodium (aleve caplet) and surgery (full hysterectomy, total abdominal hysterectomy and bilateral salpingectomy and removed the cancer areas). Essure was removed on (B)(6) 2014. In 2014, the arthralgia, depression, abdominal pain, abdominal pain lower and back pain had resolved. At the time of the report, the pelvic pain had resolved, the cervical dysplasia, pelvic discomfort, menorrhagia, dysmenorrhoea, musculoskeletal stiffness, dyspareunia, cervix carcinoma, vaginal discharge, urinary tract infection, headache, hormone level abnormal, bacterial vulvovaginitis, allergy to metals and tooth fracture outcome was unknown, the weight increased, hypoaesthesia, anxiety, amnesia, asthenia and pain had not resolved and the fatigue was resolving. The reporter provided no causality assessment for cervical dysplasia, dysmenorrhoea, menorrhagia, musculoskeletal stiffness and pelvic discomfort with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, bacterial vulvovaginitis, cervix carcinoma, depression, dyspareunia, fatigue, headache, hormone level abnormal, hypoaesthesia, pain, pelvic pain, tooth fracture, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient did retain the essure or any portion of it after removal. Patient had no complications from essure removal procedure. Patient reports, that after hysterectomy, she still feels weak and sore and that it is just horrible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unknown. Loop electrosurgical excision procedure - on (B)(6) 2010: results: diagnosed with cervical cancer. Pathology test - on (B)(6) 2014: uterine cervix, 7 and 5 o'clock, colposcopic biopsy - endocervical adenocarcinoma in situ. B. Uterine cervix, 11 o'clock, colposcopy biopsy chronic inflammation. C. Endocervical curettings - rare atypical glandular; on (B)(6) 2014: endocervix, curettage: - negative for intraepithelial lesion. B. Uterine cervix, conization: - extensive, confluent endocervical adenocarcinoma in situ. - adenocarcinoma in situ is focally present at the endocervical and ectocervical margins of resection. No invasive tumor.; on (B)(6)2014: a. Fallopian tube, left, salpingectomy: fallopian tube without diagnostic histologic abnormality. B. Fallopian tube, right, salpingectomy: fallopian tube without diagnostic histologic abnormality. C. Uterus, hysterectomy: no residual adenocarcinoma in situ. Histologic evidence of previous conization. Endometriosis involves the deep soft tissue resection margin of the uterine cervix. Secretory phase endometrium. Myometrium without diagnostic histologic abnormality. Smear cervix - on (B)(6) 2014: positive for high risk hpv. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new reporter added. New events ¿feel weak¿ and ¿feel sore and just horrible¿ added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.